Manufacturer narrative:
Apoc incident #(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no additional patient information available at the time of this report. I-stat: I-stat: sample a: sample b: tested: 04:05, 04:48. Na-111, 141. K-3.1, 3.8. Cl-140, 102. Ica- ***, 1.26. Tco2-34, 26. Glu-132, 115. Bun-17, 21. Crea-1, 1.0. Hct-40%, 42%. Hb-13.5, 14.3. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 02/16/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain and returned cartridge test results met acceptance criteria found in (B)(4) rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency identified.

Event description:
Na.